Manufacturer narrative:
(B)(6). The following information is unknown: what hospital the da vinci-assisted surgical procedure was performed at, the name of the surgeon who performed the surgical procedure, and what date the surgical procedure was performed. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient's small intestine was allegedly injured while undergoing a da vinci-assisted hysterectomy procedure. However, the root cause of the patient's operative complication is unknown.

Event description:
On 06/02/2016, intuitive surgical, inc. (Isi) became aware of the unplug the robot internet blog comment stating: omg omg omg, one of the ladies that we go to church with just called asking for prayers for her niece, (B)(6) just had surgery, a hysterectomy with the robot and they knicked [sic] her small intestine [sic] during the procedure and it was the same doctor that did it to me!!!!!!! She is in intensive care......please pray. The internet blog comment does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the patient's operative complication. Refer to the following internet link for access to the internet blog: http://unplugtherobot.blogspot.com.

Manufacturer narrative:
The initial MDR was submitted on 07/01/2016 with an incorrect "date of this report" value of 06/01/2016. This follow-up MDR is being submitted with a corrected "date of this report" value of 06/02/2016.